Event description:
It was reported that the asymptomatic patient presented for follow up. Upon interrogation it was noted that the implantable cardioverter defibrillator over-sensed wide qrs complexes at the start of capacitor charging. No interventions were made, and the issue will continue to be monitored.